Event description:
During a routine hemodialysis treatment, pt experienced severe toe cramping and required 1l of saline to resolve. Cycler programmed for a uf goal of 0.8kg. Pt weighed 2lbs less than target.

Manufacturer narrative:
Testing performed on returned cycler indicated that the performance was within the allowable fluid balance accuracy specification. There is no evidence of a device malfunction. Add'l factors which may contribute to uf discrepancy include failure to properly account for food or fluid consumed during tx, weighing errors or scale problems. Exact cause of the reported event cannot be determined. Nxstage medical considers this report closed. No add'l info will be provided.